Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak of clear fluid dripping from underneath the coulter lh 500 hematology analyzer. Per customer, approximately 15ml had dripped. The customer was wearing personal protective equipment (ppe) consisting of gloves without face protection at the time of the incident. No injuries occurred, no exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found worn tubing at pv40 which provides an open drain path from differential waste chamber vc7 to waste (vc7 collects waste from mixing chamber and flowcell). Fse replaced worn tubing and the mixing chamber and verified repair per established procedures. The root cause for the leak is attributed to the worn tubing. Per fse, the mixing chamber was unrelated to the leak. (B)(4).